Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. As a result, customer experienced "sweat, trembles, hunger" and was unable to self-treat, requiring third-party administration of oral glucose for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided.  An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. As a result, customer experienced "sweat, trembles, hunger" and was unable to self-treat, requiring third-party administration of oral glucose for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed reader to be damaged due to use. Reader powered on with button depression. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, issue is not confirmed to use. An extended investigation has been performed. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. As a result, customer experienced "sweat, trembles, hunger" and was unable to self-treat, requiring third-party administration of oral glucose for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.